Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. (B)(4).

Event description:
On an unknown date, this patient underwent a proximal descending thoracic aorta replacement along with an "elephant trunk" procedure as a first stage to repair a thoracic aortic aneurysm. On (B)(6) 2010, the patient underwent an endovascular procedure using two gore tag thoracic endoprostheses (tgt3420/7777945, tg4020/7887758) and a gore introducer sheath with silicone pinch valve (ts2430/7894073) as the second stage to repair the thoracic aortic aneurysm. The sheath was inserted from the left femoral artery, and able to advance only up to the left common iliac artery. The tag devices were then advanced outside of the sheath from the left common iliac artery, and deployed at the intended position with no reported issues. The proximal neck of the tag devices was successfully positioned within the "elephant trunk." It was reported that during removal of the sheath from the patient, rupture of the left femoral artery occurred and was repaired with a surgical graft. The patient tolerated the procedure. On (B)(6) 2010, post-operative follow-up imaging revealed a type ii endoleak of unknown origin. The physician elected to monitor the patient. On (B)(6) 2010, the patient was discharged from the hospital. Subsequent follow-up imaging showed that the endoleak persisted with the aneurysm measuring 51 mm; however on (B)(6) 2013, follow-up imaging revealed the type ii endoleak persisted and the aneurysm measured 64.2 mm. The physician elected to monitor the patient. No further information is available.